Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within ten mins, using separate fingersticks. His results were 283, 199 and 307 mg/dl. He did not have any symptoms. During troubleshooting it was learned that he had been using alcohol on his fingers and not letting it dry before pricking. Control solution tests without alcohol were in range, 129 and 123 (96-145). The lifescan rep reviewed testing techniques and procedures with the rptr.